Event description:
This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
A device report from (B)(6) indicates a hospital in (B)(6) reported: patient who experienced a revision of a click-x construct, implanted on an unknown date, has loosening on the revision implants. The product has not been removed and construct remains implanted. It is not known if the patient will be scheduled for removal of the implants at this time. This is 1 of 2 reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.